Manufacturer narrative:
The customer replaced the power management pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00208. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery would not hold a charge. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Device evaluation and repair are pending.

Manufacturer narrative:
The removed power supply was returned to the product investigation lab (pi). The pil technician installed the power supply into a pi ventilator to duplicate the reported issue. Visual inspection of the power supply revealed no evidence of damage or contamination. All operating voltages appear to be present on the power board, and measured open circuit voltages of 24 vdc, 12 vdc, and 5vdc have been verified as in spec results. When the power supply was placed on a 10.45-amp load for a period of 20 minutes, it was verified that the suspect power supply operated with continuous in-spec results for the 24vdc output voltage required to operate the v60 unit. The pil tech also verified that the pil stb with the temp install of the suspect power supply that the stb operated without issue or error code for a period of approximately 11 hours. (See the attached drpta). The pil tech verified that with the pil stb battery installed, the battery accepted a charge during unit operation. Pil tech could not duplicate the issue with the power supply and has deemed this issue as a no problem found.